Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited an increase in unipolar impedance from 426 ohms to 1244 ohms in the past few months. As the patient was ventricular pacing dependent, the lead was replaced.